Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of this fogarty arterial embolectomy catheter, the balloon sheared off the catheter during a thrombectomy. A balloon fragment was recovered. No allegation of patient harm was reported. Thrombectomy successful with no known complications.